Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x15 non-bsc balloon catheter and then a 2.50x38mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is stable. However, returned product analysis revealed stent damage and shaft break.

Manufacturer narrative:
Device is combination product device evaluated by MFR: initial visual examination of the returned device noted that the unit had been returned in two sections due to a break in the mid shaft approximately 20mm proximal to the skive. Further examination noted that the stent was also severely damaged at its proximal end, it appeared to be bunched back distally. This type of damage is consistent with a restriction occurring during insertion or withdrawal. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).